Event description:
Reported false positive flu a or flu b and sars results. Number of patients unknown. The customer communicated the results were confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.